Manufacturer narrative:
Exact date unknown, event occurred in 2016. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16854949/16891170. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 16781141.

Event description:
It was reported that the battery caused discomfort to patient. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.